Event description:
A malfunction alarm, specifically alarm 30, occurred while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump, and the customer was instructed to use multiple daily injections as a backup therapy. The customer was also guided on how to store and return the malfunctioning pump using a pre-paid label.